Event description:
It was reported that during a ptca/stent procedure resistance was met. Upon removal of the stent delivery system post stent deployment, dislodgment of the implanted stent occurred. The stent was withdrawn on the delivery system. Reportedly no pt injury was associated with this event.

Manufacturer narrative:
H6: results code: no longer applicable. Quality assurance preliminary analysis of the device revealed that the unit was returned with the stent stretched and twisted. The c-flex was torn. The shrink tubing/c-flex junction was intact. Quality engineering was unable to determine a specific root cause for this product issue. There is no indication of the patient anatomical morphology or disease state. The pre-dilatation strategy was not reported. In addition, there is not indication that any issues with the device were noted during prep/set-up. It is possible that the elastic membrane became entrapped after deployment and caused the resistance to removal and stent damage. Quality engineering has determined that no corrective action will be initiated. All stent delivery systems are inspected on-line to ensure that each stent is securely mounted on its balloon. The manufacturing records for this product lot were reviewed and no non-conformities with a relationship to this matter were found. This MDR is considered closed by the quality assurance department.